Manufacturer narrative:
One cassette and one extension set were received for evaluation. Samples were received in used condition, cassette sample with its original packaging, decontaminated and inside in a plastic bag. Visual inspection: the sample was visually inspected at a distance of 12 inches to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples don? T present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The sample was filled with 100 ml of water; the sample was connected to a cadd legacy plus to look for unusual function. Sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the customer had been using the pump with no problem since the morning of aug/03. However, just after 20:00, a "no disposable, clamp tubing" alarm sounded. So they changed the pump to another one, and after that, administration of medical fluid was successfully completed. No patient injury was reported.

Manufacturer narrative:
One cassette and one extension set were received for evaluation. Samples were received in used condition, cassette sample with its original packaging, decontaminated and inside in a plastic bag. Visual inspection: the sample was visually inspected at a distance of 12 inches to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples don? T present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The sample was filled with 100 ml of water; the sample was connected to a cadd legacy plus to look for unusual function. Sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the customer had been using the pump with no problem since the morning of aug/03. However, just after 20:00, a "no disposable, clamp tubing" alarm sounded. So they changed the pump to another one, and after that, administration of medical fluid was successfully completed. No patient injury was reported.